Event description:
One of our distributors in the u.s., drive medical, has received a consumer complaint alleging as incident involving a heating pad manufactured by shian jia meei. It is alleged that the end user fell asleep with heating pad on her right lower extremity. She woke up the next morning 8 hours later, and found the heating pad stuck on her leg and it had left a red rash. Claimant went to see doctor ten (10) days after the incident, and diagnosed with 3rd degree burn with necrotic eschar cap, edema and swelling of her right lower extremity. This MDR report is based on the claimant's complaint and her medical record.